Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event was not related to programming/stimulation. The patient was not getting correct stimulation to left side yet the impedances were fine.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a60, lot# n227500, implanted: (B)(6) 2013, product type: lead. Product ID: 3986a60, lot# n227500, implanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754,serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s stimulation from their implantable neurostimulator (ins) was not working on the left side of their head. The patient experienced migraine headaches as well as left eye pain. Device interrogation was performed and it was noted that it was abnormal for the subject as they were not getting correct stimulation (¿unable to get good stimulation¿) to the left side of their head. Reprogramming was performed on (B)(6) 2015. The event was reported as ongoing.